Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion that was intended to run at 4ml/h for a vtbi of 50ml had decremented to 29ml after 6 hours but "staff calculated a different amount". The discrepancy was between the displayed value of the vtbi, and the customer's expected value based on the hours infused. There was no harm to the patient.

Manufacturer narrative:
The customer¿s report of a discrepancy between the displayed value vtbi and the expected value was not confirmed. Physical inspection noted the device to be in good condition. No issues or anomalies were observed. Analysis of the pump module event log shows that at 1:41am on (B)(6) 2016 the pump module was programmed for a rate of 4ml/hr with a vtbi of 50ml. The module continued to infuse for 12 hours and 22 minutes before being programmed again. At 2:03pm another infusion was programed with the same rate of 4ml/hr and vtbi of 50ml. The module infused for 9 hours and 24 minutes until the door was opened at 11:27pm followed by a ¿check IV set¿ alarm. A few seconds later the module was channeled off. Since the pcu event log was not returned, the drug programmed and the specific key presses are unknown. Rate accuracy testing was performed and the device was infusing within specification. A six hour test infusion was programmed with the event parameters. At the end of the infusion the pump module displayed a volume infused of 24ml and a vtbi (residual volume) of 26ml as expected. The root cause of the customer¿s report of an invalid vtbi displayed versus the expected value was not identified.